Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the outlet port on the reservoir was found to be cracked and leaked. No pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.